Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that the vitrectomy probe had no cutting function during vitrectomy surgery. The surgery was completed on the same day after replacing the product with another one. There was no patient impact.